Event description:
On (B)(6) 2013 the reporter contacted animas to report the patient experienced low blood glucose levels during the night for three nights with blood glucose levels of 50 mg/dl. At those times, the patient experienced the symptoms of shaking, sweating and lightheadedness. The patient did not report any self-treatment or seeking medical attention for her symptoms. The patient noted she was new to ipt and when began it one week prior, she was ill with a cold. Now that she is no longer ill, she feels the basal rates need adjusting to prevent nighttime lows. The patient refused to troubleshoot the pump, therefore it was not possible to determine if the pump settings were correct. During the troubleshooting telephone call, it was discovered there was misuse of the pump in that the patient reportedly chose to self-adjust her basal rates instead of consulting her hcp. There may have been misuse of the product by the patient self-adjusting her basal rates. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.